Event description:
It was reported that during an ilet supply change for a new user, the agent guided the user through the process and the call disconnected while the user was attempting to cock the inset, after which the agent attempted follow-up and provided an instructional video; the event was associated with hyperglycemia of unclear cause and education and troubleshooting were completed. Symptoms included high glucose. Outcomes included no long-term impacts beyond the reported hyperglycemia. Investigation included complaint handling with user education and remote troubleshooting. Investigation of this case revealed an inability to determine a device malfunction or component failure, and the event was most consistent with user handling or technique issues during the inset change without confirmed device defect. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.